Event description:
It was reported that balloon rupture occurred. During a fistulogram with angioplasty performed to address persistent pain in the vascular access, an 8.0 x 40, 75 cm gladiator elite balloon catheter was advanced for dilatation. However, the balloon ruptured at 12 atmospheres while attempting to reach the rated burst pressure of 20 atmospheres. The device was removed without complication, and the procedure was completed with another gladiator elite balloon catheter of the same size. A post-procedure angiogram demonstrated improved contrast flow through the fistula. Hemostasis was achieved, and the patient was transferred to the postoperative recovery room in satisfactory condition. It further reported that the 8.0 x 40 mm, 75 cm gladiator elite balloon catheter was advanced for dilation at the edge of an indwelling non-boston scientific stent graft near the graft-vein anastomosis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. During a fistulogram with angioplasty performed to address persistent pain in the vascular access, an 8.0 x 40, 75 cm gladiator elite balloon catheter was advanced for dilatation. However, the balloon ruptured at 12 atmospheres while attempting to reach the rated burst pressure of 20 atmospheres. The device was removed without complication, and the procedure was completed with another gladiator elite balloon catheter of the same size. A post-procedure angiogram demonstrated improved contrast flow through the fistula. Hemostasis was achieved, and the patient was transferred to the postoperative recovery room in satisfactory condition.